Event description:
"One of the screws in the handle fell off and got lost."

Manufacturer narrative:
The result's of the manufacturer's evaluation suggests that the cause of the device loosening is attributed to the user dissassembling the device during their cleaning process. Corrective action was implemented to prevent user disassembly of the devices.